Event description:
On (B)(6) 2009, this patient underwent emergency repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. On (B)(6) 2009, a proximal type 1 endoleak was seen on imaging. An intervention occurred whereby a stent graft of unknown manufacture was implanted. On (B)(6) 2009, the patient expired of hemorrhagic stroke.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.